Event description:
It was reported via repair work order that the head end lift had intermittent function as there were loose screws on the base lift assembly and the potentiometer was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.